Manufacturer narrative:
H.6. Investigation: six photos and five loose 10ml syringes were received and evaluated. It was observed four of the syringes had similar damage between the 6ml and 10ml grad lines. The damaged appeared to be circular in shape with surface scrapes across the barrel and a significant indentation. The plunger rods also contained a cracked or broken rib in the same location. Two of the syringes had the damage inside the grad lines and two of the syringes had damage outside the grad lines. One of the syringes only had a small amount of damage present on one of the retaining rings of the plunger rod with no other damage present. The damage on all five of the syringes was rejectable per product specification. A potential root cause for the damage defect is associated with the assembly process. Batch/lot information is required to make corrective action determinations. No corrective actions are necessary at this time. H3 other text : see h.10.

Event description:
It was reported that 5 syringes 10ml ll wwd were found with cracked plungers before use. The following information was provided by the initial reporter, translated from japanese to english: "during mfg process at togo medikit, cracked plunger product was confirmed."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 5 syringes 10ml ll wwd were found with cracked plungers before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during mfg process at togo medikit, cracked plunger product was confirmed."